Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported her ipg is inoperable and displays a communication error when attempting to establish communication with external devices. She has not charged her system for several months. An sjm representative met with the patient and confirmed the patient's ipg is inoperable and will not communicate with external devices. Surgical intervention may take place at a later date to address the issue.